Event description:
On (B)(6) 2010, I underwent back fusion surgery on my l4-l5 lumbar discs using medtronic infuse system. The material overgrew into my spine causing nerve compression resulting in permanent numbness and debilitating pain in my left leg and foot. I had two surgeries to remove overgrowth of fusion material. The infusion material failed to fuse and therefore led to additional surgery to refuse the discs. Before surgery I had no pain in my lower back and now it is extremely painful to stand or sit for over 20 minutes and I can not walk more than 20 feet without stopping due to back pain.